Event description:
It was reported that during a mammotome biopsy procedure, the rotating knife of the holster did not cut the mass smoothly and stuck during the sampling procedure. It was unk how the case was completed. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/04/2008. Eval summary: the unit was received with the minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft and the bushing. Part replaced that was unrelated to the customer's complaint was as follows: the flex circuit assembly. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.